Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that patient's ankle (side not reported) was revised due to a broken poly.

Manufacturer narrative:
The reported event of broken sliding core was confirmed on provided images. The removed sliding core was damaged in such a manner that the lot could no longer be identified. Thus, any manufacturing document could not be reviewed. Patient data and medical records were not provided. General aspects: the ankle joint with a star implant is a complex mechanisms of motion and is dependent upon proper alignment. A malalignment to this ankle joint complex system affects the interactions between metal and poly and causes degradation of the poly and visual wear on the metal. This is not a design flaw; it is a departure from proper placement of the implant. It could not be determined if resp. In what way the patient¿s condition and behaviour may have contributed to the event. Since acknowledgment of the event a repeated request for additional medical records remained without avail. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided we reserve the rights to update the investigation report. With available information a deficiency of the sliding core was not verified.

Event description:
It was reported that patient's ankle (side not reported) was revised due to a broken poly.